Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device was overall in good condition. Review of the error history log and functional testing confirms the reported complaint. Root cause was attributed to a faulty dso sensor. Replaced the dso sensor, seal and bezel. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's fault was "lec-46440"; upstream occlusion malfunction. Patient involvement is unknown.